Event description:
A malfunction alarm was reported with the pump during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, and the pump failed to resume insulin therapy. Consequently, the pump was set to be replaced under warranty, and the customer was advised to use multiple daily injections (mdi) as backup insulin therapy. The customer was instructed on how to prepare the faulty pump for return and acknowledged the instructions and shipping details.